Event description:
It was reported that the handpiece began leaking a blood-like fluid during the cleaning process but before the device was sterilized. The handpiece leaked where chucks are inserted. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. An unk substance was found, however there was no leaking or signs of leaking found throughout the device. The drill was cleaned and re-lubricated, and worn components replaced in the service process as preventive maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account, but it cannot be confirmed at this time.